Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The patient results and calculation data showed that 56 samples were run on a reagent flex. Qc was run on the same flex, resulting low out of range. The customer ran qc on a new reagent flex. The data indicated that there was a qc shift between the wells. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran several service methods, which were out of specification. The cse replaced the reagent preparation probe and integrated multi-sensor technology (imt) probe. The cse corrected the sample probe 1 (s1) and reagent probe 1 (r1) for vertical alignment and then ran alignment on imt, s1, r1 and reagent preparation probe. The cse ran a quick check, which passed. The cse performed calibration and ran a qc precision test , which passed. The cause of the discordant, falsely depressed bun results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed blood urea nitrogen (bun) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physicians. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed bun results.